Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7 -16.00/3.5/034 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Refractive surprise was observed, the lens remains implanted. Reportedly, "considering rotation if next exam reveals rotation off axis." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.